Manufacturer narrative:
The insulin pump was received with currents in specification. The device passed the rewind, basic occlusion, prime and displacement tests. It was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Displayable history check failed on startup alarm noted in the alarm history screen due to corrupted history file. The drive support disk was inspected and no anomaly was noted. No unexpected restart and external ram error alarms. The device passed the unexpected restart error alarm test.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal delivery. The customer stated that the device was not dropped or exposed to a magnetic field and the drive support cap appeared normal. Blood glucose value was 348 mg/dl; treated with manual injection. The insulin pump passed the displacement and self-test. She was advised monitor the device. The customer called back later to report receiving a second motor error alarm during basal. Blood glucose at the time was 314 mg/dl. She was able to rewind. The alarm history showed an unexpected restart, an external ram error and a displayable history check failed on startup alarm. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.